Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was discovered during treatment. Fluid was not discovered in the pump module area. Fluid was not discovered on the external of the cassette. Fluid leaked from an unknown location. Follow-up was performed with the patient's peritoneal dialysis registered nurse (pdrn) but limited information was available. The pdrn explained that communication with the patient is not consistent. The location of the fluid leak, associated warnings/alarms, and availability of the samples could not be confirmed. There was no reported adverse event, serious injury, or required medical intervention that resulted from the reported issue. The patient is continuing treatment daily with the cycler. No sample was returned to the manufacturer for physical evaluation. No additional information was provided.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was discovered during treatment. Fluid was not discovered in the pump module area. Fluid was not discovered on the external of the cassette. Fluid leaked from an unknown location. Follow-up was performed with the patient's peritoneal dialysis registered nurse (pdrn) but limited information was available. The pdrn explained that communication with the patient is not consistent. The location of the fluid leak, associated warnings/alarms, and availability of the samples could not be confirmed. There was no reported adverse event, serious injury, or required medical intervention that resulted from the reported issue. The patient is continuing treatment daily with the cycler. No sample was returned to the manufacturer for physical evaluation. No additional information was provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.